Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-004967. It was reported the patient's right supra-orbital (off label) lead appeared to be superficial. As such, the patient underwent surgical intervention on (B)(6) 2018, wherein the lead was repositioned as a precaution. Please note: it is unknown which supra-orbital lead caused the issue. Therefore, both are being reported.